Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. A foot pedal and partially charged battery were returned. Some oil was noted around the battery as it was removed from the device. A functional evaluation was performed. The device passed the weight test. The enclosures were opened. The piston migration was at 1.43 inches. There was oil dripping from the bimba cylinder. The complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the spider tenet, had an oil leakage from the battery connection. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.